Event description:
The facility reported a pump with failure code 570:320. It is not known where this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additonal contact information is available.

Manufacturer narrative:
Evaluation summary: the customer's reported condition was confirmed. Failure code 570 is caused by damaged batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-CAPA-132.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter is this time.